Event description:
It was reported that the maryland bipolar forceps instrument would not coagulate during a da vinci total cystectomy with neobladder procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that visual inspection showed no visual damage to the conductor wires in the instrument housing or the wrist; however, the wiring may have been damaged. The instrument failed electrical continuity testing. The instrument was placed on an is3000 system and driven. Recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions. The instrument failed energy activation, unable to cauterize. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.